Manufacturer narrative:
Citation: lluri g., et al. Incidence and outcome of infective endocarditis following percutaneous versus surgical pulmonary valve re placement. Catheter cardiovasc interv. 2018 feb 1;91(2):277-284. Doi: 10.1002/ccd.27312. Pmid: 28895275. Epub 2017 sep 12 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature comparing the outcomes of infective endocarditis (ie) in patients who underwent transcatheter pulmonary valve replacement (tpvr) versus surgical pulmonary valve replacement (spvr). All data were retrospectively collected from a single center between october 2010 and september 2016. The study population included 342 patients (predominantly male, mean age 25 years), 175 of whom were implanted with medtronic melody bioprosthetic valves and an undisclosed number implanted with medtronic hancock and medtronic mosaic bioprosthetic valves (no serial numbers provided). Among all medtronic melody patients, 1 death occurred, due to immunodeficiency and septic shock after developing infective endocardi tis approximately 3 years after valve implantation. Based on the available information medtronic product was not directly associated with the death. Among all medtronic mosaic patients, adverse events included: one case of infective endocarditis that occurred approximately one-month post-implantation and was noted to be a post-operative complication. The patient was treated with intravenous antibiotics. Based on the available information medtronic product was directly associated with the adverse event. No additional adverse patient effects or product performance issues were reported.